Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 04/14/2010 regional clinical specialist reported the trainer stated the pt was trained on the infusion device 3 weeks ago and his son was present for the training. Regional clinical specialist reported the trainer informed her today that it was time for the pt to change his insulin cartridge and he felt he could complete the task on his own without assistance from his son. Regional clinical specialist stated the trainer reported while the son was not home, the pt accidentally primed an entire vial of insulin into his body. Pt is visually impaired. Regional clinical specialist stated the trainer reported the pt is currently in the hospital; no other details of the incident were provided. Regional clinical specialist reported the pt has stated he does not want to be contacted regarding the incident as he realizes this was use error. No product return was requested.